Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their hemoglobin drop to 7.9 g/ml; the patient felt dizzy and was barely able to sit up. The patient was admitted to the hospital. A capsule study was performed and came back positive. The patient had a repeat upper endoscopy on (B)(6) 2020. A clip was placed. The patient received 3 units of packed red blood cells during admission. The patient was discharged on (B)(6) 2020, asa was held and warfarin was restarted. The assessment was acute gastrointestinal bleeding from arteriovenous malformation in duodenum.